Manufacturer narrative:
It has been determined that this submission is a duplicate of MDR 1020279-2020-01314. Our results of investigation will be communicated via that MDR. Please disregard this report.

Event description:
It was reported that a revision surgery was performed due to pseudarthrosis.

Manufacturer narrative:
Corrected information on d1 and d2.